Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had fluid under the lcd. The customer reported that the screen was very foggy. The customer's blood glucose was 92 mg/dl at the time of call. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.